Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during dwell 5 of 5. Per the initial report, the home patient (hp) had a system error 2240. The hp had three bags connected. The hp did not disconnect. There were no leaks. The unused line clamp was closed. The technical service representative (tsr) had the hp cycle the power. The hp would complete the therapy with manual supplies. Global product surveillance ps contacted hp's wife on (B)(6) 2011. The wife stated that the hp finished therapy with manual supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) occurred during dwell 5/5. Baxter received one companion sample in reference to system error 2240. Set was placed on machine for priming and it was run with no alarms noted. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The assignable cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Baxter will continue to monitor similar reports to determine if further actions are required.